Event description:
Healthcare provider reports: patient results lower than reference/exp. Patient inr result on protime 1.4, repeat test result 2.1. Therapeutic range 2.0 - 3.0.

Manufacturer narrative:
(B)(4). Complaint assessed to be reportable.